Manufacturer narrative:
Pc-(B)(4). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60d reload was received partially fired 1/3. The sled of the reload was received in the home position; however, several drivers were noted up without staples on the proximal end, this condition was most likely due to the premature incomplete firing cycle. The condition of the driver's up shows that reload was partially fired 1/3 causing the reported event. However it is possible that the reload was manipulated, and the sled was manually returned to its home position. The returned reload was loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of e21090002, and no non-conformance were identified.

Event description:
Would not fire. It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.